Event description:
(B)(6)study. It was reported that valve structural deterioration occurred. The index procedure was performed in (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin and antiplatelets other than aspirin at the time of index procedure. The subject did not receive any loading doses of antiplatelet medications. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). A new conduction disturbance of left bundle branch block (lbbb) was noted post bav. The aortic valve was treated with deployment of a 23 mm lotus valve. There was correct positioning of 23 mm lotus valve into the proper anatomical location. The subject was discharged home on aspirin and clopidogrel. In (B)(6) 2019, echocardiogram performed during the protocol scheduled 48-month follow-up visit revealed aortic valve area of 0.68 cm^2, mean aortic pressure gradient of 45 mmhg and left ventricular ejection fraction of 57%. No aortic regurgitation was noted. No treatment was provided. In (B)(6) 2020, the patient died of unknown causes that were not attributed to the lotus valve.